Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that a surgeon has experienced fracture of the impactor when medializing the acetabular cup during total hip arthroplasty procedures. There has been no reported injuries to patients as a result. Follow up attempts to obtain additional information have been made; however, there is no additional information available.